Event description:
Event description cpi received information that this sweet tip rx lead was an attempted implant. The lead introducer had perforated the patients' svc. When the physican placed the lead, he thought it was in the ra, but discovered it was outside the heart. A new lead of the same model was implanted.